Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The unit was received stuck in a motor error loop during bolus and basal delivery. The device could not be verified for an e70 alarm in the alarm history screen due to an overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The unit was also unable to undergo the excessive no delivery test and occlusion test due to the motor error alarms. The following physical damage was also found: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap appeared normal. The customer was also able to complete the rewind sequence. However, a motor position encoder error alarm was found in the pump's alarm history. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.